Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000048372.

Event description:
It was reported that one of the patient's leads exhibited high impedances. As a result, surgical intervention may be undertaken in the future. It is unknown which lead has high impedances.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.